Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Technical support provided information to the caller and assisted in resetting the pump to resolve the issue.